Event description:
It was reported that during a stenting treatment procedure, a catheter tip detachment occurred. The target lesion was located in the non-tortuous and non-calcified superior vena cava. An 8f introducer sheath was inserted and a .035" 260cm amplatz ss guide wire was advanced. This 12 x 60mm x 100cm wallstent was then advanced over the wire. Upon reaching the iliac, the physician experienced resistance tracking the stent delivery system (sds) and was not able to advance it any further. The sds was not stuck to the wire; however, the physician made the conscious effort to remove the sds and wire together to ensure the sds was removed successfully from the patient. Once the devices were removed from the patient it was noted that the tip had detached from the sds. The tip was located over the amplatz guide wire, nothing was left inside the patient. The 8f introducer sheath was exchanged for a 9f introducer sheath and then the same amplatz guide wire was reinserted along with the same 12 x 60mm x 100cm wallstent. The sds reached the target lesion, but was unable to cross the lesion. The sds and guide wire were removed from the patient as a result. The procedure was successfully completed with the same amplatz guide wire and another manufacturer's 12x60mm stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a catheter tip detachment occurred. The target lesion was located in the non-tortuous and non-calcified superior vena cava. An 8f introducer sheath was inserted and a .035" 260cm amplatz ss guide wire was advanced. This 12 x 60mm x 100cm wallstent was then advanced over the wire. Upon reaching the iliac, the physician experienced resistance tracking the stent delivery system (sds) and was not able to advance it any further. The sds was not stuck to the wire; however, the physician made the conscious effort to remove the sds and wire together to ensure the sds was removed successfully from the patient. Once the devices were removed from the patient it was noted that the tip had detached from the sds. The tip was located over the amplatz guide wire, nothing was left inside the patient. The 8f introducer sheath was exchanged for a 9f introducer sheath and then the same amplatz guide wire was reinserted along with the same 12 x 60mm x 100cm wallstent. The sds reached the target lesion, but was unable to cross the lesion. The sds and guide wire were removed from the patient as a result. The procedure was successfully completed with the same amplatz guide wire and another manufacturer's 12x60mm stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the outer sheath had been moved forward off the stainless steel shaft, the inner shaft was visible through the t-bar connector. It was possible to retract the outer sheath by pulling the t-bar connector back onto the stainless steel shaft. Further retraction revealed that the stent was fully mounted but that the tip of the device was missing. Examination noted the presence of glue which indicates that the tip had been placed and glued onto the inner shaft. It was possible to insert a 0.035 inch guidewire through the device without any difficulty noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as a 9 french introducer sheath is recommended for use with this device. Analysis also shows that the outer sheath was pushed forward off the stainless steel shaft, the dfu gives the following instruction on retracting the outer sheath "to begin stent deployment, immobilize the stainless steel tube in one hand, grasp the valve body with the other hand, and gently slide the valve body along the stainless steel tube, retracting the exterior sheath." (B)(4).